Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) receive the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have mechanical indentations/burrs at the instrument distal pulleys. The instrument was found to have indentations on the edge of the distal idler pulleys. Additionally, the instrument was found to have scratch marks/abrasions on the surface of the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley.

Event description:
It was reported that during central processing, the permanent cautery hook (pch) had a defect on the plastic joint. No replacement instrument has been opened. There was no surgery delay. The customer always checks the instruments before reprocessing. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and confirmed that the piece of plastic is missing from the wire guide wheel (no fragment has entered the patient). No thermal damage was observed.

Manufacturer narrative:
Based on the claim of a plastic joint issue, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.